Event description:
Boston scientific received information that two days post-implant, loss of capture (loc) was observed on this right ventricular (rv) lead. Capture was intermittent at maximum outputs and high pacing threshold measurements were noted. Fluoroscopy confirmed the rv lead was dislodged. A revision procedure was performed the following day. The helix on the rv lead was successfully retracted and the lead was repositioned; however, the helix could not be extended. The right atrial (ra) lead was inadvertently dislodged during the rv lead revision. The helix on the ra lead was retracted and the lead was repositioned, but again, the helix on the ra lead could not be extended. The physician removed both leads and was able to implant a new rv lead of the same model without further complication. The physician was not able to gain access to add a new ra lead, so the ra port on the pacemaker was plugged and the procedure was completed. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing, with tissue entwined on the helix. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Resistance and pressure tests were completed to assess the lead¿s electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing caused the irregularity in helix function. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.